Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the image did not display due to a charge-coupled device (ccd) failure. However, the specific root cause of the ccd failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Update to section d9.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a charge-coupled device (ccd) failure. Additional evaluation findings are as follows: 1.) Switches of the camera head not functioning due to ccd failure; 2.) Appearance defects of the cable noted; 3.) Water leakage in the cable assembly due to cuts. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was not present. The problem, as reported to olympus, was identified during an inspection of the device. There was no patient involvement, associated with the event, reported to olympus.